Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis. On the day of onset, the patient was treated with a single dose of 2 grams of vancomycin intraperitoneally for the peritonitis. Beginning on the day of onset, the patient was treated with ceftazidime 1 gram per day intraperitoneally for four days for the peritonitis. Five days after onset, the patient began treatment with ciprofloxacin 200 milligrams twice per day intravenously (duration not reported) and cefuroxime once per day intraperitoneally (dosage and duration not reported) for the peritonitis. Physioneal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: nineteen days after being admitted to the hospital, the patient was discharged. Four days later, the patient discontinued antibiotic therapy with ciprofloxacin and cefuroxime. On the same day, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.